Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Damage to the lead was noted, visual inspection revealed twisted insulation, between 13 to 14 centimeters from terminal pin, likely due to twiddler's syndrome. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to high pacing impedance within normal range. The pacing impedance changed from 600 to 1300 ohms. The physician found that the patient twiddled and rotated this lead enough to cause layer-lead cardiac tissue interface. It was believe that the lead dislodged due to this movement. This lead was returned and no additional adverse patient effects were reported.